Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, narrow lesion in the mid left circumflex artery with heavy calcification and 90% stenosis. Pre-dilatation was performed. A 2.75x28 mm xience v stent delivery system was advanced and the stent was deployed without issue. Post stent implant a dissection at the distal end of the stent was noted. A 2.5x28 mm xience v stent was implanted to cover the dissection. The procedure was completed. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.